Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported a "static" sound followed by a loss of connection with the internal device. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6), 2011.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device. (B)(4).